Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 19 mg/dl. Customer was treated with food and glucose tablets and carbohydrates for low blood glucose. Night the blood glucose was 40 mg/dl and treated with glucagon. The insulin pump will not be returned for analysis.